Event description:
The customer reported that this chronic right ventricular lead was surgically abandoned (capped) and replaced due to noise and high pacing thresholds. There were no adverse patient effects. The device was actively implanted for approximately 11 years, 4 months.

Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.